Event description:
It was reported that the device exhibited ventricular loss of capture. No patient symptoms were reported. The patient also has a history of crosstalk. The patient will be brought in for further testing and programming changes.